Event description:
It was reported that the patient's pacemaker exhibited a false elective replacement indicator (eri) measurement. No intervention was performed. The patient was stable throughout.

Event description:
Additional information received indicated that the pacemaker was explanted and replaced.